Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the forceps channel port is shaved. Based on the results of the investigation, it is likely the reported phenomenon suggests probable causes due to some kind of stress such as damage or deterioration of parts, operational problems, and storage problems. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited that due to damage on charged coupled device (ccd) unit, the image is not displayed, and the forceps channel port is shaved. There was no report of patient involvement.